Manufacturer narrative:
A supplemental report is being submitted for a correction. H3 device evaluated? Was corrected from blank to yes; h3 eval summ attached: corrected from blank yes. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller and one battery were not returned for evaluation. Review of log file analysis revealed eight (8) controller power up events starting on 15-apr-2021 at 22:04:14, on 17-apr-2021 at 22:15:29, on 13-may-2021 at 00:01:42, 00:03:18 and 00:04:39, on 23-may-2021 at 18:13:07, 01/jun/2021 at 19:38:14 and on 02-jun-2021 at 02:07:36. No anomalies were observed leading up to the loss of power. The controller was without power for 7 seconds, 11 seconds, 12 seconds, 10 seconds, 15 seconds, 10 seconds, 9 seconds and 8 seconds respectively. Analysis of the alarm log file did not reveal any power disconnect alarms within the analyzed period. However, review of data log files revealed a relative state of charge (rsoc) between 101-201 involving the battery bat753051, which is indicative of a communication error. As a result, the reported "losses of power and communication error" events were confirmed; however, the reported "inability of battery to provide power" event could not be confirmed. There is no evidence that a power source lubrication procedure was performed on the battery. The most likely root cause of the loss of power can be attributed to the reported disconnection of both power sources from the controller as described in the event details. Possible root causes of the communication errors can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the batteries, and/or due to the packet error checking method detecting bit errors. Additional products: d4: serial or lot#: bat753051 h3: yes h6: img code(s): g04035 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional products: brand name: heartware ventricular assist system ¿ battery, model #: 1650, catalog #: 1650, expiration date: 30-apr-2019, serial #: (B)(4), UDI #: (B)(4), device available for evalution: no. Device evaluated by mr: no, device evaluation anticipated, but not yet begun. Mfg date: 30-apr-2018. Labeled for single use: no. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion.

Event description:
It was reported that the controller exhibited unexpected losses of power associated with user error related double power source disconnections. It was also reported that the battery exhibited an inability to provide power to the controller and a communication error associated with power disconnect alarms and ventricular assist device (vad) stops. The controller remains in use and the battery was replaced. No patient complications have been reported as a result of this event.